Manufacturer narrative:
Report source: corrected by adding report source information. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue however; there was paddle and fibre jams identified on the labour sheets. The production monitoring system also shows paddle and fibre jams. All preventative maintenance was completed at time of manufacture. Machine logs shows the paddle belt was changed and the chute base plate and edge guides were temporarily changed to allow for the check weigher and printer to be utilized more easily when hand packing. A photograph confirm evidence of 5 dressings, all trapped in seal. Two samples had partial samples in both seals. The photographs were evaluated. A nonconformance was opened and will be closed on the completion and approval of the investigation. This issue will be monitored through the post market product monitoring review process. No additional information has been received, however should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received, however should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the product was caught in the packaging. Photos were provided by the complainant depicting the reported complaint issue.